Manufacturer narrative:
Correction: describe event or problem. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: remedial action required, remedial action #. Annex a: a0401, a0801, a040502. Annex b: b01. Annex c: c0601, c1302,c07. Annex d: d01, d15. Annex g: g0201204, g02017, g0405203, g02028.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[pressure disk accuaracy failure]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.